Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion set issues, which led to high blood glucose level events on (B)(6) 2026. The patient subsequently went emergency on (B)(6) 2026 and eventually got hospitalized. The patient was later transferred to intensive care unit (ICU). The patient tested positive for ketones. During hospitalization, the patient's blood glucose level was 900-1000 mg/dl and was treated with intravenous (IV) fluids of saline and insulin. The patient replaced infusion set and resumed insulin deliveries successfully no further information available.